Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient (age and gender unknown), but during the event the device gave a "shock advised" prompt to what was believed to be a non-shockable patient heart rhythm. The patient was shocked at 300 joules. There was no indication from complainant of any adverse effect to the patient as a result of the reported malfunction.